Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that network issue caused station to go into critical override. A technical support specialist disconnected and reconnected to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be cce/facility liscence.

Event description:
It was reported when using the pyxis medstation es system displayed a critical override error. The customer reported that patient care was effected and increasing risk for medication errors. There were no adverse events or injuries reported based on this incident.